Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after connecting the leads to the device, it was noted by x-ray the leads were not fully connected, possibly from lack of slack. After unscrewing the right ventricular (rv) lead a setscrew issue was noted and the lead would not fully tighten to the port. The implantable pulse generator (ipg) was attempted/ not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.